Event description:
It was reported that the patient presented to clinic after receiving appropriate therapy for a vf episode. Stored egms revealed aborted therapy for a second vf episode due to double counting of qrs complexes. Programming changes were recommended. No changes will be made at this time. Patient will be monitored.

Event description:
It was reported that the patient presented to clinic after receiving appropriate therapy for a vf episode. Stored egms revealed aborted therapy for a second vf episode due to double counting of qrs complexes. Programming changes were recommended. No chang...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.